Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: residual liquid in the plastic distal end cover, foreign objects inside the light guide lens, foreign material in the forceps elevator and a gap in the adhesive area between server plug in and distal end. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. A root cause could not be identified for gap in adhesive. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited residual liquid in the plastic distal end cover, foreign objects inside the light guide lens, foreign material in the forceps elevator and a gap in the adhesive area between server plug in and distal end. There was no patient involvement.